Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising unipolar and bipolar impedance. It was noted that the patient was also experiencing pocket stimulation. The rv lead remains in use. No further patient complications have been reported as a result of this event.